Manufacturer narrative:
Evaluation: device evaluation was not performed as the cause of the reported complaint cannot be determined by product testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that the pt lost stimulation. An x-ray confirmed lead migration, and the physician explanted and replaced the leads on (B)(6) 2011. The pt denied having any traumatic events or falls that may have contributed to the lead migration. The explanted leads were returned to the manufacturer for analysis. F/u on the pt found that she rec'd effective stimulation after the replacement procedure, and no further issues have been reported.